Event description:
It was reported to philips that the battery for the device would no longer charge or calibrate. There was no patient involvement. One mrx li-ion battery pack (part#: m3538a - s/n: (B)(6)) was returned to the failure analysis lab for evaluation. The battery pack was visually inspected for any mechanical damage and/or contamination and no anomalies were found. The reported problem was not verified in lab. Several attempts to verify the allegation about the error code ¿fail 128¿ rather reported no issues. The battery received without charge was able to charge in both mrx device and cadex c7200 battery charger/analyzer. The battery was also able to calibrate and seemed to operate normally. However, unable to understand circumstances around the gas gauge register ¿cal_en¿ flag status flag. It was, therefore, decided that the battery be returned to vendor for further investigations.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery for the device would no longer charge or calibrate. There was no patient involvement.